Manufacturer narrative:
The reported driveline fault alarms were confirmed through the analysis of the submitted system controller log files. The log files contained approximately 54 days of events (from (B)(6) 2017 to (B)(6) 2017 according to the time stamp). Intermittent driveline fault alarms were captured beginning on (B)(6) 2017 due to phase 1 measurements being much higher than those of phase 2 and 3 and continued intermittently until end of the recorded log file data. The driveline fault alarms did not affect the pump operation. There were no other notable alarms active in the log files. A phase interrupter test was performed as part of the onsite driveline evaluation and no broken wires were noted during the evaluation. A root cause for the driveline fault alarm could not be determined through this analysis. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 9 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2017, it was reported that during the patient¿s clinic visit, a driveline fault was observed in the system controller history file upon interrogation of the system controller. The patient was asymptomatic. The submitted log file reviewed by the manufacturer¿s technical services showed that the voltage level supplied to the lvad system was not within specifications. The log file data reportedly also showed that phase a of the driveline was slowly degrading. At the time, the patient¿s system controller was exchanged to the backup and the log file from the new system controller reportedly also showed a degradation of phase a. No further atypical alarms were observed in the second log file. A replacement patient cable was provided to the patient. The healthcare providers would continue to monitor the patient for further driveline fault alarms. On (B)(6) 2017, the vad coordinator requested an urgent analysis of the patient¿s system controller log file due to continuing driveline fault and power cable disconnected alarms. Review of the submitted log file by the manufacturer¿s technical services representative revealed that the driveline fault events appeared to be due to a percutaneous lead (driveline) issue. On (B)(6) 2017, a wire phase interrupter test performed onsite by the manufacturer's technical services representative did not reveal any open wires. The healthcare professionals made a decision not to perform an external/distal end replacement of the driveline. The patient will continue to be monitored. No additional information was provided.